Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(6). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported failure to switch to battery when ac power was lost. There was no patient involvement.